Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30-40 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their spouse, who helped the customer walk upstairs and provided glucagon to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.